Event description:
Patient was putting the head up on the bed with the remote control when electrical sparks emmited from under the bed. The bed's power cord was severed in the mechanical assembly for head up function.